Event description:
It was reported that on (B)(6) 2018 an implant was done as a replacement device due to a reported "abnormal end of life" on the previous device. The initial accolade MRI device was said to have been implanted on (B)(6) 2015. The device was not retained for return and analysis. An additional information request has been made to obtain more details on this event and will be provided in the final report. No adverse health effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that on (B)(6) 2018 an implant was done as a replacement device due to a reported "abnormal end of life" on the previous device. The initial accolade MRI device was said to have been implanted on (B)(6) 2015. The device was not retained for return and analysis. An additional information request has been made to obtain more details on this event and will be provided in the final report. No adverse health effects were reported.